Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that touchscreen was shattered upon waking up. Reportedly, the customer does not know how the screen became cracked. The customer reported a blood glucose level of 57 mg/dl and it was addressed with a lollipop. Reportedly, the customer would continue to use the pump until replacement pump is received.